Event description:
It was reported that when the surgeon used the 4.5 mm tap to the right side, its tip broke. The surgeon removed all the fragments and inserted a screw.

Event description:
It was reported that when the surgeon used the 4.5mm tap to th6 right side, its tip broke. The surgeon removed all the framents and inserted a screw.